Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron radiation sterilized extension set leaked at the connection to another extension set. This occurred when connecting the sets together. The plexitron extension set was replaced and the other set remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.